Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had soot all over the pocket. The customer was able to release the pocket and recovered drawer. A field service engineer (fse) found soot and a burn in line from the pocket that was removed to the front tray in the drawer following the same path. Row a and row e trays were replaced, and all remaining soot and debris were thoroughly cleaned. Further inspection revealed that the thermal event originated from the drawer board, as a buildup of soot was caked around the capacitors on the drawer 2.2 main board. The fse replaced the drawer board and the retractor band, then cleaned all soot and debris from the back of the drawer. After rebooting the station, the customer was able to fully recover the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 pocket e5 failed. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.1 pocket e5 failed. As per part investigation, it was determined that there was soot along top of drawer divider at station rear, cubie trays and drawer controller board capacitors. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section b describe event or problem. Section h imdrf annex codes and manufacturer narrative. Part analysis: the reported issue that the station failed to access or secure the hardware could not be confirmed based on the investigation findings conducted by the dchu investigation team. The field service engineer evaluated the station: a soot deposit was observed running down the front of the drawer, following the same trajectory as the soot on the cubie trays in the drawer below the cubie trays (rows a and e) were replaced and all remaining residue were cleaned further inspection of the rear of the assembly indicated that the issue may have originated at the drawer controller board, as there was significant soot buildup around the capacitors on the drawer 2.2 drawer controller board the drawer controller board and the retractor band were replaced, and the soot and debris were cleaned from the back of the drawer the repair was verified through testing in hardware test application, and the customer confirmed proper functionality visual inspection of the returned parts (drawer controller board, cubie trays, retractor band cable assembly) observed soot along the part's components. Functional testing conducted on each part individually confirmed proper recognition and expected performance of all components. A discussion with r&d concluded that the soot originated from an external source based on the following: the field service engineer's photo showing soot on the drawer front no issues identified during testing of the returned parts there was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported hardware failure, specifically the failure to access or secure the hardware, could not be determined. Soot was observed on the returned drawer controller board, both cubie trays, and the retractor band cable assembly; however, through functional testing confirmed that all components operated as intended. Based on the field service engineer's photo showing soot on the drawer front, the soot was determined to have originated from an external source.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.1 pocket e5 failed. As per part investigation, it was determined that there was soot along top of drawer divider at station rear, cubie trays and drawer controller board capacitors. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Part analysis: the reported issue that the station failed to access or secure the hardware could not be confirmed based on the investigation findings conducted by the dchu investigation team. The field service engineer (fse) evaluated the station: according to the fse's work order notes, the customer reported a thermal event. Upon arrival, it was observed there was soot and a burn line extending from the pocket that had been removed to the front tray of the drawer, following the same path. A soot deposit was observed running down the front of the drawer, following the same trajectory as the soot on the cubie trays in the drawer below the cubie trays (rows a and e) were replaced and all remaining residue were cleaned. Further inspection of the rear of the assembly indicated that the issue may have originated at the drawer controller board, as there was significant soot buildup around the capacitors on the drawer 2.2 drawer controller board the drawer controller board and the retractor band were replaced, and the soot and debris were cleaned from the back of the drawer. The repair was verified through testing in hardware test application, and the customer confirmed proper functionality visual inspection of the returned parts (drawer controller board, cubie trays, retractor band cable assembly) observed soot along the part's components. Functional testing conducted on each part individually confirmed proper recognition and expected performance of all components. A discussion with r&d concluded that the soot originated from an external source based on the following: the field service engineers photo showing soot on the drawer front no issues identified during testing of the returned parts there was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported hardware failure, specifically the failure to access or secure the hardware, could not be determined. Soot was observed on the returned drawer controller board, both cubie trays, and the retractor band cable assembly; however, through functional testing confirmed that all components operated as intended. Based on the field service enginees photo showing soot on the drawer front, the soot was determined to have originated from an external source.